Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer was on site and verified the failed internal leakage test. The pressure transducer boards and inspiratory pipe were replaced. The ventilator then passed all calibration, functional and safety tests and cleared for clinical use. The customer kept the replaced parts. The received logs do not contain any technical error related to the issue. The root cause of the reported issue has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
(B)(4).